Event description:
It was reported that a pt expired after having been in the ICU. The cause of death was not thought to be related to the implanted sys, however, follow up with the hcp indicated the cause of death was unk. The drug used in the pump was morphine sulfate 10.0 mg/ml at a dose of 5.0 mg/day.